Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had been having trouble holding in number one and number two. They clarified they had been having trouble controlling it and the implant was not working. They stated they didn't know how to use any of the equipment. Troubleshooting was attempted, but the patient did not have their external equipment. They stated they had an upcoming appointment scheduled with their healthcare provider on the 23rd. Patient recommended a rep be present at the appointment. They mentioned they had an operation on the 23rd to help treat holding number one and number two. The patient was redirected to their healthcare provider. They reported the event date as something like two, three years. The patient called back after locating their external equipment. Patient services tried walking the patient through recharging, but the patient was having difficulty following directions. It was decided that in person education may be most beneficial. Patient services sent a courtesy email to the field rep. Additional information was received from the patient. They reiterated that they had surgery on #1 and #2 but it didn't work. Patient services clarified that they were referring to the implant.

Event description:
Additional information was received from the patient. The patient had reported a continuation of concerns regarding both bladder and bowel symptoms. Outbound call made back to the patient and a voicemail was left with patient services contact info.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.